Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. The product was not requested to be returned. In this case there is no possibility to test the worn pod for any issues that may have caused the skin redness. Once the pod is worn, it is exposed to a broad range of contaminants that patients encounter every day such as soap, shampoo, skin cream, and the environment. This makes analysis unreliable as the adhesive pad, being a woven material, can absorb or retain traces these items.

Event description:
It was reported that the patient took the pod off the site and there was a blister on the top layer of the skin. Then it came off over time. Patient went to see the doctor for the issue. The physicians assistant reported that this left an open sore on the pod site. The physicians assistant reported that they gave the patient a prescription of hibiclens 4% topical to rinse and wash the sore at least 1 time daily.